Event description:
It was reported that aspiration stopped and embolism occurred. A jetstream pv atherectomy system console and jetstream atherectomy catheter were selected for use. During the procedure, aspiration would suddenly stop. Distal embolization started to occur.